Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au chemistry analyzer and identified the failure mode as a defective photointerrupter. The fse replaced the photointerrupter to resolve the issue. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous negative and zero (0) patient results for multiple analytes including, na (sodium), k (potassium), cl (chloride), co2 (carbon dioxide), ca (calcium), glu (glucose), bun 9blood urea nitrogen), crea (creatinine), tp (total protein), alb (albumin), tbil (total bilirubin), dbil (direct bilirubin), alp (alkaline phosphatase), alt (alanine aminotransferase), ast (aspartate aminotransferase), uric (uric acid), chol (cholesterol), hdl (hdl cholesterol), trig (triglyceride), ldl (ldl cholesterol), glob (globulin) on their dxc 700 au clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data for two (2) patient samples.